Event description:
The hospital reported that during an endoscopic vein harvesting procedure,vasoview hemopro2 (w/vasoshield) every time they tried pushing out the hemopro2 tool, the c ring would come out with it. The c-ring and the harvesting tool were advanced under endoscopic visualization during initial insertion. Harvester could not figure out why and could only conclude the fixed angle of the c-ring was not correct. They had to open another kit to finish the case. No patient effects.

Manufacturer narrative:
Trackwise ID (B)(4). Device discarded.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h6, h10, h11. Corrected section: h6-medical device ¿ problem code- correct to "mechanical problem" e3-corrected occupation. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.